Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebv0814 showed no other similar product complaint(s) from this lot number. Device not returned at this time

Event description:
It was reported that the device was found to be kinked inside the package. Device was not used on patient.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a kinked catheter was confirmed and the cause appeared to be manufacturing related. The product returned for evaluation was an 8fr powerhickman catheter. The cuff and catheter appeared to have been unused. Gross visual evaluation of the catheter confirmed that the catheter was misshaped between the 23cm-24cm depth markings. The catheter tubing was bent at two locations and elliptical in cross-section with no evidence of a sharp-angled kink. The type of abnormality observed on the catheter would not have been likely to have occur during use and could have occurred if the catheter had migrated outside the intended tray slot during sealing or sterilization of the device. The sample was forwarded to the manufacturing facility for further review. A lot history review (lhr) of rebv0814 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the device was found to be kinked inside the package. Device was not used on patient.